Manufacturer narrative:
This report is submitted (B)(6) 2017.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI scan (date not reported). Subsequently, revision surgery was performed to reposition the internal magnet (date not reported). The implanted device remains.